Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not communicated. The technical support specialist was dropped database and initiated full synchronization. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system was not communicated. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.